Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: opening on anterior, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.